Event description:
It was reported that this lady presented in the ER with a gamma nail implanted two years ago and had broke the nail in two places and also broke both distal screws. The gamma nail was removed from the patient and retrieved. The femur was reamed and then a 14mmx360 t2 femoral rod was implanted, locked proximal and distally on and static mode.